Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber break cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the nurse noticed a spark near the connection to the laser. There was a break identified near the connector where the fiber connects to the laser. The break occurred outside the patients body. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.